Manufacturer narrative:
Concomitant product: product ID 3387s-40, lot # va0s7rt, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the patient¿s stage 2 procedure was cancelled due to him having a seizure the day prior. His leads were implanted one week prior and he was admitted to the hospital the monday prior to the report, where had another seizure. A CT scan came back normal and the patient did not have a history of seizures. He was evaluated by neurology and there was no permanent impairment. He was doing fine and scheduled for stage 2 surgery on (B)(6) 2015. Refer to manufacturing report #6000153-2015-00067 as the patient had two leads implanted.